Event description:
Customer said the stem broke off of her cup when she was removing it and couldn't reach it for removal so she had to go to the doctor to have it removed. She had had the cup inserted for about 12 hours before removal. She had used the cup for 3-4 cycles and this cycle she was just not able to grasp the base for removal. She had her fingers inserted and still could not release the seal. The doctor removed her cup and noted the stem was broken and that the cup was very high in the vaginal canal. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."